Event description:
It was reported the catheter was placed into a neuro pt's radial artery in the medical surgical ICU. The catheter functioned for 15 minutes before it stopped working. No waveform was present and they were unable to perform a blood draw. As a result, the catheter was removed and a new catheter was placed successfully. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).